Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
During a meniscal repair t1 misfired and it pulled back out of the meniscus with the device, the device was subsequently abandoned. A second fast-fix 360 device was used and t1 was deployed as per technique. T1 disappeared after firing and was not present on the suture when the suture came back through the meniscus. Assumption is it dropped off outside the joint capsulate as it was not visible in the joint.